Manufacturer narrative:
The atrial lead remains implanted. Should additional information become available an amended report will be submitted.

Event description:
Boston scientific received information that two days post implant, this atrial lead became dislodged. A revision procedure was performed; the lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.